Manufacturer narrative:
The customer¿s report of ¿luer lock cracked during use¿ was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found multiple cracks on the male luer spin collar. No tool marks or stress marks were observed on the male luer. Functional testing was not performed due to the set¿s broken cracked spin collar. The root cause of the male luer collar breakage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer lock cracked during use. The set was replaced and approximately 25mlof medication was wasted. There was no report of patient harm.